Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading and the meter bg reading were 100 points apart. The customer went to the emergency room (ER), and was subsequently admitted to the hospital with bg value of 200 - 350 mg/dl with vomiting, diabetic ketoacidosis, and signs of sepsis. Customer was treated intravenously with fluids of saline and insulin. Customer was released on (B)(6) 2020 with no permanent damage. No additional patient or event information was available. A root cause could not be determined. Reportedly, the issue of inaccurate cgm readings was resolved and the customer continued to use the sensor.